Manufacturer narrative:
Concomitant medical products: product ID neu_adaptor_acc, explanted: (B)(6) 2015, product type: accessory. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_adaptor_acc, explanted: (B)(6) 2015, product type: accessory. Analysis of the pocket adaptor found no anomaly. 2 known good dbs leads were attached to 2 known good extensions, which were attached to the returned adapter, which was connected to a known good screening cable. The distal ends of the leads were placed into a 0.9% saline solution. Using a clinician programmer to communicate to the ens that was connected to the screening cable, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedances greater than 40,000 ohms were measured on all combinations. Prior to the implantable neurostimulator (ins) being replaced, all impedances were within normal range. After the ins was replaced and a pocket adaptor connected, all impedances were greater than 40,000 ohms. The pocket adapter was replaced and all impedances were normal. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.